Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while attempting the contactless registration, the robot was unable to perform automatic registration. After this error occurred, patient head was re-positioned closer to the robot and decreased the angle of flexion of the patient's neck. After that the second registration was performed successfully and no other issues occurred for the remainder of the surgery.

Manufacturer narrative:
Review of the logs showed that the robot arm was not able to access the patient position for the automatic scan of the registration. This does not represent a malfunction of the robot arm and it is expected behavior if the patient is out of position. The initial report indicated that the surgeon was aware that the arm would not be able to reach the patient and accepted the possibility of the registration not being able to complete. Since the robot did not malfunction and the surgeon was aware that the patient position was too far, there is no indication that the robot failed to perform as intended. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.